Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer spontaneously shut down. However, during analysis, it was noted that moving the display caused the image to go to a blank screen and the programmer appeared to have shut down based on the appearance of the display. Therefore the display flex cable was replaced. The programmer did not power down during analysis but the power supply was replaced as a preventative. It was also indicated that the programmer's lower hinge plate was broken, the upper case was dented and cracked, and the speaker cable was damaged. These parts were replaced. It was also indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced and recalibrated. The programmer software was loaded and updated, and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer spontaneously shut down immediately after being turned on, and before the patient session began. Afterwards the programmer would not turn on. The programmer was returned to service. There was no patient involvement.